Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and the haptic tore prior to insertion. The lens was implanted and there was no pt contact or injury.

Manufacturer narrative:
H6: results - 100 (other): visual inspection of the lens showed one haptic was partially torn off missing. There was evidence of surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.